Event description:
A nurse reported that an intraocular lens (iol) was opened, but not used. The lens did have contact with the patient. Additional information was received that the edge of the iol "snagged" the posterior capsule and caused a tear. The surgeon stated that he equally blamed the lens and himself. The surgeon stated that he could have used more viscoelastic. An anterior vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Result from the product history records review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with the handpiece. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).